Manufacturer narrative:
Concomitant therapy: natural vitamin supplements. (B)(4). The events of mild tingling sensation, swelling, disfigured, lumped and delayed inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheek, chin area and jowls as well as juvéderm volift with lidocaine in the lips and cheeks (ck3). About 2 months later, the patient flew overseas and noticed sensitivity in the injection sites around their mouth about 1 hour into their flight. The patient had a mild tingling sensation form and then swelling began in their lips. By the time the patient landed overseas, their entire chin and lip area was disfigured and lumped. Patient had experienced a delayed inflammation around their filler. Patient had the product dissolved 2 days after landing overseas by a plastic surgeon. The plastic surgeon would not disclose the compound that was used to dissolve the product. The patient noted that they had been given a lidocaine and what they believe was a high dose of hyaluronidase. The next day, the area calmed down, but was not completely gone. It was believed that the compound may have had steroid mixed in, but it cannot be proved. Patient was then prescribed augmentin when they returned from overseas in the beginning of the following month. About 2 weeks later, the patient was treated with additional hyaluronidase by the injector to the lip and chin area. Patient had additional hyaluronidase treatments on 2 occasions over the next few days. Symptoms are ongoing. Patient does not take any other medications and only takes natural vitamin supplements. This is the same event and the same patient reported under MDR ID #3005113652-2018-01430 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.